Event description:
The complainant stated that she had seen a report on television last night that the FDA was investigating guidant defibrillators and that she wanted to report the problems that she was having with hers. The complainant stated that she was implanted with a guidant defibrillator. The complainant stated that she was implanted with the device because her doctor told her she had a bad heart. The complainant stated that the device was shocking her and that she could sometimes hear a beeping sound. She stated that at the beginning of last month she visited a dr to find a resolution to her problem. She stated that he told her that the product was dangerous. She returned to her doctor who turned off one of the leads. She said that the lead is still in her, but that the dr just "turned it off." She said that since the lead was turned off, she had not had any more shocks or beeping, but that her left arm is swollen, she has pain that goes down her arm and a knot in her hand. She stated that her doctor has said that he might have to do some other things to help her with her problems, but that he hasn't decided what that might be. She said that she has told him that she would prefer the device to be removed. The complainant said that she informed guidant of her problem and they told her to see her doctor.